Manufacturer narrative:
Correction: added leak a code investigation results: four samples were returned for investigation. The sets were examined for defects and abnormalities. The tubing was separated from just below the pump safety clamp on each of the sets. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of the separation was a solvent dispenser malfunction or a bonding method issue from the assembler. An improvement for the fixture of the lower fitment assembly was implemented in the current process. The fixture will improve operational performance by enhancing the bonding and assembly at the joint. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had connection issues. The following information was provided by the initial reporter: have you had any complaints about this product the connections are not tightened which have caused leaks. We had 4 incidents yesterday. Additional information received from the customer: you have mentioned that the issue occurred in four incidents. Could you please clarify whether these four incidents occurred in the same patient or in different patients? If they occurred in different patients, kindly provide the date of each event and the patient impact for each individual. The product comes apart did the four incidents occur at different facilities or locations? If so, please provide the facility name, date of event, and patient impact for each incident. All have occurred at the same hospital with the same lot numbers and we had one over the weekend too.